Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-72530 for the insulin pump.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 40 mg/dl and she had high blood glucose of 400 mg/dl. Customer stated that the transmitter is not functioning. Customer also reported that has had low blood glucose of 39 to 40 mg/dl. Customer stated that there was no injury or hospitalization. Customer was unable to troubleshoot as she was driving. Nothing further reported.